Manufacturer narrative:
An intuitive surgical, inc. (Isi) product has not been received for failure analysis evaluation.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the force bipolar instrument broke and a piece fell into the patient. The piece was retrieved during the same procedure. The procedure was completed.